Manufacturer narrative:
Device evaluation summary: per product evaluation, customer report of pannus formation and leaflet tear was confirmed. Report of regurgitation was visually confirmed due to leaflet tears. Per r&d evaluation, during the examination of the valve, tissue tears were observed on leaflet 1 (l1) and l3. The tear on l1 near commissure 1 (c1) was measured approximately 8 mm and the tear on l3 near c1 was approximately 2.5 mm in length. The tissue tears on l1 apparently resulted in the prolapse of the leaflet in air. L1 was discolored (became opaque) and thickened. Similar changes was observed in l3 and l2 near the commissural areas. No tissue calcification was depicted by x-ray imaging ¿the findings suggest that the bioprosthetic leaflet was undergoing non-calcific tissue degeneration. The leaflet tears and host tissue overgrowth may have been contributed to the reported malfunction of the valve. This evaluation could not determine if there was any extrinsic damage during the initial implant. Non-calcific tissue degeneration is one of the common chronic failure modes for this type of bioprosthesis. Although the detail mechanism is still not fully understood, the operational mechanical stress and biological factors are generally believed to be the major contributors to this type of non-calcific bioprosthetic tissue degeneration. It is rare for this type of bioprosthetic valve to have leaflet tears related to non-calcific tissue degeneration in less than 5 years as observed in this particular valve. However, without the histopathology analysis and the patient information, the detail pathology and the possible root cause of the leaflet tears could not be determined. Based on the evaluation done by engineering, there are no indications that a manufacturing or design issue contributed to the aortic regurgitation. The customer is suspecting that implant surgeon might have damaged the valve at implant. While this cannot be confirmed, any damage that occurred at implant could have significantly contributed to the aortic regurgitation.

Manufacturer narrative:
Additional manufacturer narrative - the device has been received for evaluation. Evaluation has is not complete, results of evaluation will be updated when received.

Event description:
Edwards learned of a 21mm pericardial valve was explanted due to aortic regurgitation secondary to pannus formation and a torn leaflet after an implant duration of four (4) years, two (2) months the device was explanted and replaced with a 19 mm edwards magna ease valve at supra annular position with no adverse patient effects reported as a result of the valve replacement. At explant, status of the valve was described as ¿tear at stent post between left coronary leaflet and right coronary leaflet was observed. It appeared to be host tissue was observed.¿ there were no reported complications.

Manufacturer narrative:
Device evaluation summary: x-ray demonstrated commissure 1 and 3 bent. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect and 3mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by 4mm near commissure 2 at the outflow aspect. Leaflet 1 and leaflet 3 at the free margin near commissure 1 was thickened and swollen. Leaflet 1 had a tear of 8mm near commissure 1. Leaflet 3 had a tear of 3mm near commissure 1. Tissue was thickened near the tears. Incidental findings: leaflet damage was observed on leaflet 2 near commissure 3; serrated markings were observed on leaflet 3 near commissure 3. Valve will be sent to r&d for further evaluation. Additional manufacturer narrative - the reported pannus formation was confirmed through device evaluation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Product evaluation completed.